Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was mild angulation and mild thrombus of the aortic neck, the aortic neck is 32 mm in diameter at the renal arteries and 35 mm in diameter 2 cm below the renal arteries and mild tortuosity and mild calcification in the iliac arteries. The stent graft was placed and the suprarenal stent were deployed. During the removal of the delivery catheter, the delivery catheter caught on one of the suprarenal stents folding the suprarenal stent down into the inside of the stent graft. (MFR report# 2953200-2011-01687). The physician tried to push up and rotate the delivery catheter, but the apex could not be corrected. The physician then cannulated the contralateral limb and successfully deployed the contralateral limb. The physician inserted and inflated a reliant balloon trying to correct the apex of the stent graft however, this did not correct the apex and the reliant balloon burst (MFR report# 2953200-2011-01688) due to the apex on the stent graft. The reliant balloon was removed from the pt. The physician implanted an aortic cuff covering the apex and the case was completed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation result and conclusion: (unk cause of event).